Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Follow-up details have been requested but have not been received to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
Complaint received from a nurse reporting a leakage issue with the flexi-seal fecal management system. Reporter stated "after fifteen (15) days, the catheter deflated and occurred leaks. The device was removed."

Manufacturer narrative:
A batch record review was performed by the original equipment manufacturer (OEM) for lot# 14fm0005 and no exceptional records or discrepancies were found. Four (4) retention samples (lot# 14fm0005) were also reviewed. The appearance of the balloon/inflation port, catheter body, and valve function were normal. The OEM performed simulation testing on four pieces across four lots, including retention sample from lot# 14fm0005. 45 ml of air was inflated into the test samples, measured the diameter of each, and re-measured after 10 minutes. There was no obvious change, with the average difference between the first measurement and the second being only 0.27 mm (minimum difference was 0.14 mm, maximum was 0.38mm). The units were deflated and the syringe removed. The 14fm0005 unit was then filled with 45 ml of water and observed for 15 days for leakage. No blockage, leakage, abnormality, breakage, or inflation/deflation issues were noted. This issue will be monitored through the post market monitoring review process. No additional patient/ event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on june 09, 2016.